Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: h2 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, upon further follow-up with the customer, there is no evidence that the patient suffered any serious injury or adverse effects from the prolonged procedure. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device underwent a visual inspection and functional tests, and the customer¿s allegation was confirmed and believed to be due to physical stress being applied to the tip. Based on the investigation, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer. There was not patient harm in relation to the procedural delay.

Event description:
It was reported the colono videoscope experienced poor insertion section zoom during a diagnostic colon examination which resulted in a 30-minute procedural delay while the patient was under sedation. The procedure was completed with a backup device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.